Event description:
A defective notched pulley mechanism that functions in the suspension of the lp c-arm was identified internally in manufacturing. This pulley is part of the mechanism that ensures the c-arm belt tightness. The defective pulley contained only 53 teeth instead of the required 55. A pt was not involved and no injuries have been reported. The concern is for unwanted movement of the c-arm that could potentially injury a pt or healthcare provider.